Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported the pocket needed to be revised and the patient was scheduled to have a pocket revision completed, and while speaking with the patient pre-op, the patient shared with the rep that the device had shocked them when patient was turning it on/off with the patient programmer (pp). Based on the battery status of 2.8v and a revision "was" being done, the surgeon felt it was best to replace the battery as well. No external/patient factors that may have contributed to or led to the issue were reported. The ins was replaced with a new device and the issue was resolved. It was stated that impedance tests were conducted and all was within normal ranges. No further patient complications were reported/ anticipated as a result of this event.